Event description:
It was reported that the entire pacing system was explanted and replaced due to a pocket infection. The patient was in stable condition.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities.